Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". The patient's medical history included obesity, diabetes, hypothyroidism and general body pain. Previously administered products included for an unreported indication: yaz. Concomitant products included ethinylestradiol;norethisterone (necon), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho-tri-cyclen 21), metformin and sertraline. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("neurological conditions or problems type: brain fog") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometriosis ("endometriosis") and pain ("body pain"). The patient was treated with ibuprofen (motrin) and surgery ((B)(6) 2015 supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, mood swings, migraine, feeling abnormal, weight increased, dyspareunia, endometriosis and pain outcome was unknown, the vaginal haemorrhage and headache had resolved and the dysmenorrhoea, depression, abdominal distension and back pain was resolving. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Preoperative diagnosis: a 33-year-old hispanic female with refractory dysmenorrhea. Postoperative diagnosis: a 33-year-old hispanic female with refractory dysmenorrhea, status post robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and bilateral ovarian cystotomies. Procedure: robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and bilateral ovarian cystotomies. Findings: the patient had no perihepatic adhesions . She had no abdominal adhesions . She had a normal - appearing uterus. She had large cystic structures in her bilateral ovaries and she had no apparent endometriosis. Specimens: uterus, cervix and bilateral fallopian tubes. Indication: this patient had a longstanding history of very painful menstrual cycles, which are affecting her quality of life. She had tried multiple over-the-counter products as well as prescriptive products to no avail of her symptoms. She opted for a hysterectomy after discussion was had where hysterectomy versus endometrial ablation was offered. Description of procedure: the patient was awakened from general anesthesia and transferred back to the pacu in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: essure device removal surgery was described. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test." The patient's medical history included obesity, diabetes, hypothyroidism and general body pain. Previously administered products included for an unreported indication: yaz. Concomitant products included ethinylestradiol;norethisterone (necon), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho-tri-cyclen 21), metformin and sertraline. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("neurological conditions or problems type: brain fog") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), endometriosis ("endometriosis") and pain ("body pain"). The patient was treated with surgery ((B)(6) 2015 supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, mood swings, migraine, feeling abnormal, weight increased, dyspareunia, endometriosis and pain outcome was unknown, the vaginal haemorrhage and headache had resolved and the dysmenorrhoea, depression, abdominal distension and back pain was resolving. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, migraines / headaches, brain fog, pelvic pain, psychological or psychiatric problems condition: depression, abdominal pain, back pain, dyspareunia, weight gain, gastrointestinal or digestive system condition type: bloating, she did not undergo essure confirmation test, endometriosis and body pain" were added. Outcome of events " bloating, back pain, cramping and depression" were updated as recovering and "headaches, heavy vaginal bleeding" were updated as recovered. Essure removal date and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.